Event description:
The operator of an advia centaur xp instrument could not calibrate the 3rd generation thyroid stimulating hormone (tsh3ul) assay on the instrument. There are no known reports of patient intervention or adverse health consequences due to the inability to calibrate the tsh3ul assay.

Manufacturer narrative:
The operator contacted the siemens technical solutions center (tsc). During troubleshooting, the operator discovered that a bottle of base reagent had been placed in the wash 1 position on the instrument. The operator did not know how long the bottle of base reagent had been in the wash 1 position on the instrument or if there had been any discordant results. The tsc specialist evaluated the instrument data, and determined that the only assay that utilizes wash 1 solution and was run on the instrument prior to the discovery of the misplaced base reagent was tsh3ul. The tsc specialist informed the operator that the tsh3ul patient samples would need to be rerun. A siemens field service engineer (fse) was dispatched to the customer site to flush out the contaminated tubing. The fse confirmed that the customer has color-coded labels on the wash 1, acid, and base reagent bottles and that the operators understand the procedure for properly loading the bottles on the instrument. The cause of the base reagent bottle being placed in the wash 1 position is user error. The instrument is performing according to specifications. No further evaluation of this device is required.